Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported that the g7 mobile app stopped working. The patient stated that they were brought to the hospital because of the issue with the app. The patient declined to provide further event details about the issue and hospital details. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.